Manufacturer narrative:
(B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage, stretching or lifting of the stent struts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a hypotube break 321mm distal of the hub. There were also several kinks throughout the hypotube. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mmx3.00mm, concentric, diffused target lesion was located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. After a non-bsc guidewire crossed the lesion, a 2.0x10mm non-bsc balloon catheter was advanced for pre-dilatation resulting 80% residual stenosis. Subsequently, a 3.00x38mm promus element¿ long drug-eluting stent was advanced to treat the lesion but failed to cross after several attempts. The procedure was completed with a 3 x 38 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube broken.